Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) failed to power on with any autopulse li-ion battery" was confirmed through visual inspection of the platform. The root cause for the reported issue was due to a damaged battery cable probably due to mishandling. Upon visual inspection, observed cracks on the top cover, front enclosure, bottom enclosure and noticed a bent battery lock, unrelated to the reported event. The top cover, bottom cover and the battery lock needs to be replaced to remedy the issue. The physical damage appear to have been caused by user mishandling. Unable to perform initial functional testing due to the damaged battery cable. The battery cable needs to be replaced to remedy the issue. The archive data review showed no discrepancies. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) failed to power on with any autopulse li-ion battery. No patient involvement.